Event description:
It was reported by the patient that they had a bump and swelling at the device site, has been "feeling sick" and patient's "heart races" when medication is taken. Patient also reported skin rashes. It was later reported by patient's family physician that patient has a rash "all over," especially on the left side. Further information was received from the patient's follow-up clinic that patient was seen prior to the call; there were no device issues, symptoms or patient complications reported by patient at that time. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.